Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the sensor glucose values and blood glucose values were different. Customer's blood glucose was 42 mg/dl and sensor glucose was 69 mg/dl. During troubleshooting, customer mentioned she almost called 911 one time when her blood glucose was 35 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the device for analysis.